Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 resulting in customer seeking medical attention. The expected fasting blood glucose test result range is 140-160mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the e-5 error. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of e-5 and 248mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is july 2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 resulting in customer seeking medical attention. The expected fasting blood glucose test result range is 140-160mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the e-5 error. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of e-5 and 248mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.